Event description:
The healthcare professional reported that during an endovascular embolization, an EU 4.5x22mm stent 12 mm dw tip (enc452212/9872896) was impeded at the proximal end of the microcatheter and could not advance any more. The physician only retracted the stent alone and switched to a new one to complete the procedure. The microcatheter was not replaced. There was no patient injury report. Additional information received indicated that the event did not result in any undue procedural delay that could be considered clinically significant. The microcatheter used was a johnson & johnson infusion catheter. A shiaike (non-j&j) micro guide wire was used with the microcatheter. The target vessel was the left ophthalmic artery. No relevant anatomical information was included. The device did not appear damaged at any time. Continuous flush was maintained. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement.

Manufacturer narrative:
Manufacturer ref# (B)(4) the purpose of this MDR submission is to document the findings of the device investigation. The delivery, which meets the applicable regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device was returned to j&j medtech for further evaluation. A non-sterile EU 4.5x22mm stent 12 mm dw tip was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and only the distal end of the delivery wire and stent were returned compacted and tied up with a wire. The stent was untied, and was inspected under magnification. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. A device history record (DHR) was performed, and no internal actions were identified. The issue reported regarding the impeded condition of the stent could not be evaluated since the stent and distal tip of the delivery wire was separated from the delivery system. The separated condition of the stent and distal end of delivery wire were not originally reported, and the exact time of occurrence cannot be determined; therefore, these are not considered related to the issue reported. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. As part of j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damage from leaving the facility. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendation and caution: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.